Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button had stopped functioning intermittently. Reportedly, the customer was able to successfully interact with the wake button; however, the wake button required multiple presses to turn on. The customer declined to provide information regarding blood glucose level.